Manufacturer narrative:
(B)(4)

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otn. (B)(4).submissions for product codes otp and pah can be found under manufacturer reports numbers 3005099803-2014-04042 and 3005099803-2014-04043.

Manufacturer narrative:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otn. (B)(6).

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number - (B)(4) for product code otn. (B)(6). Submissions for product codes otp and pah can be found under manufacturer reports numbers 3005099803-2014-04042 and 3005099803-2014-04043.